Event description:
According to the reporter, during an in-office debridement of fistula tract on right groin procedure, the surgeon used an electrocautery esu to control the bleeding on the surgical site. Patient was seen at the dermatology department 2-3 days after the procedure, for a wound that developed on the inside of patient left wrist. The department believed it was a burn wound that may have been caused by patient coming into contact with a metal object while the surgeon used the electrocautery, shorting the current. The surgeon confirmed that the electrocautery was set up and used correctly. The machine was evaluated by our medical equipment team and found no issues. Patient was wearing an apple watch on left wrist during the procedure, as usually do not request patients to remove metal objects prior to using electrocautery.

Manufacturer narrative:
The initial reporter did not provide enough information to determine the specific type of device involved. No procode is available at this time. Where possible, a good faith effort will be performed to obtain this information. If information is provided in the future, a supplemental report will be issued.